Event description:
Health professional reported an alleged leak with lap-band device tubing. The pt went in for an adjustment fill and reported feeling no restriction. During this consultation, the surgeon tried to remove existing saline from the device, but there was less fluid than notes indicated. (B)(6) indicated a x-ray was taken indicating the leak. The port was removed and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. Medwatch report #2024601-2012-00370 was created to document the original bad and port explanted for the same pt. Allergan has received the product, however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."